Event description:
At f/u with the MFR rep, the pt indicated, the pt programmer screen showed an end of service (eos) message, during attempts to synchronize with the implanted ins. The pulse generator had a history of over-discharged battery on two occasions. The pt had been instructed to conduct physician recharge mode in order to recharge the scs sys at home. The eos message that appeared on the display indicated the ins will need to be replaced; the rep will f/u with the physician. Add'l info has been requested from the hcp.